Event description:
The graft was placed as the axillo-femoral portion of an axillo-bifemoral bypass. Approx 27 months post-operatively, the pt presented with a graft pseudoaneurysm approximately mid-graft in the region of the iliac crest. Exploration reportedly revealed a completely disrupted graft, surrounded by a tissue capsule. The affected graft segment was removed and returned for examination. The surgeon indicated that placement of the graft over the iliace crest likely contributed to this event.